Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
On the date of this report, when attempting a pump update following a refill, the pump reverted to stopped pump mode due to telemetry interruption. The patient changed environments and cell phones were moved away from the programmer and telemetry was then successful. No patient symptoms were reported related to the event. The device system was delivering fentanyl and compounded baclofen.